Manufacturer narrative:
After initially reported, the device sample was returned for evaluation. A review of returned product from the customer was performed. The issue was confirmed since a smooth slit was observed in the overmolded extension set which would have allowed the device to leak. Since the leakage was instant and obvious during the investigation, it would have been easily detected during the product set-up if the catheter was damaged at that point; hence, the damage that allowed the leakage is suspected to have occurred during the use of the product. Based on review of the product, the cause was most likely related to the handling of the device in the field. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage and leakage.

Manufacturer narrative:
At this time, no product has been received for evaluation, so the issue could not be confirmed. A review of the device history records and inspection records was conducted and no similar concerns were found. As no product has been returned for evaluation, a definitive root cause could not be established. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of leakage.

Event description:
The PICC was leaking. The PICC was inserted on (B)(6) 2016 and the date of event was (B)(6)2016.